Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue that were closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 17 open and unused samples with the needle detached from the thread (15 of them the thread is still wound on the pack, 2 of them the thread is still wound on the pack but the needle is missing), one open and unused sample with the needle attached from the thread, and 30 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the all closed samples received are 0.90 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirement for average and minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). 16 of the closed samples received have the needle already detached from the thread when opening the pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly performed, as the open and unused samples, as well as the defective closed samples received, show that the needle detached from the thread. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported needle detachment. In general surgery. When opening a big quantity of envelopes either they do not have a needle or the needle is loose easily from the thread while they are suturing.